Manufacturer narrative:
UDI=(B)(4). Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the vein graft of the right coronary artery. Pre-dilatation was performed using a balloon catheter and a 4.00 x 32 synergy ii drug eluting stent was advanced and successfully deployed. Following post dilatation, a guide support was advanced and hit the proximal end of the synergy stent and the stent bunched up. Another stent was deployed at the ostium of the graft and the procedure was completed. No further patient complications were reported and the patient's status was fine.